Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received on (B)(6) 2018 that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be missing battery door. Event history log review was performed and found evidence of high pressure. The visually inspected and found error code 11213 on display and the fail psi testing. The customer's problem was verified. Inspected the pump and found error code 11213 on display during power up. Further investigation of the pump and found fluid ingression around downstream occlusion sensor. This will cause issue with delivery due to damaged sensor. Service replaced the downstream occlusion sensor to correct the reported problem. The root cause of the reported problem was the damaged downstream occlusion sensor.